Event description:
It was reported that the patient believed he would need to have the implantable neurostimulator (ins) replaced soon because it wasn¿t holding a charge like it used to. He had to recharge the ins every two to three days for two to three hours. The healthcare provider (hcp) further noted that it was unknown if the patient¿s recharging frequency matched their settings. The cause of the event was determined and it was device related; the patient¿s battery was low so a replacement was needed to be scheduled. The patient was awaiting surgery and still had concerns regarding their device or therapy but was working with their doctor or manufacturer¿s representative (rep) and were waiting for a battery change.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2009, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger. (B)(4).